Manufacturer narrative:
Product complaint # (B)(4). Correction: d4. Additional information was requested and the following was obtained: lot # mlb8982 is invalid. Please confirm lot #.unk.

Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # mlb8982 is invalid. Please confirm lot #.

Event description:
It was reported that a patient underwent a scarring operation on (B)(6) 2019 and suture was used. The needle broke when sewing in surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. No additional information could be provided.